Event description:
The lay user/pt contacted lifescan (lfs) customer service in 2009, alleging that onetouch ultra was displaying the battery indicator symbol and reportedly received insulin treatment at the emergency room (ER) afterwards. The medical surveillance specialist (mss) was unable to reach the lay user/ pt for f/u questions. The following complaint was classified based on info obtained from lifescan customer service. The pt indicated that the battery indicator first appeared eight days prior. He claimed that 4 days before the reported issue occurred, he had developed symptoms of dry mouth and "haziness in thinking". He claimed that four days prior to original date (4 days after the battery indicator appeared), he was treated with insulin at the ER. His blood glucose was tested on the ER device but he was unable to report the result. No other details were provided by the pt. According to the troubleshooting performed by customer service, the reported issue was resolved with training. It was noted that the battery needed to be replaced according to the owner's manual. Based on the provided info at this time, it is unk how often the pt normally tests his blood glucose levels and what, if any, diabetes medications he takes; therefore, it is unclear how the battery indicator issue impacted the pt's daily diabetes routine. However, this complaint is being reported because the pt stated that he received insulin treatment at the ER after the battery indicator issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.